Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient was brought in for a device check after clinic received multiple transmissions for non-sustained rv oversensing. Review of the episodes showed device exhibited possible myopotential oversensing. The device was reprogrammed, and no further oversensing was observed. The patient will continue to be monitored.